Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Uf/importer report #: (B)(4).

Event description:
A user facility mandatory medwatch (B)(4) was received that stated, in critical care, "a patient suffered a st-elevation myocardial infarction (stemi) and was brought to cath lab after being found down at home. Cardiac cath showed a 100% thrombotic occlusion in the left circumflex artery which was ballooned and stented with a drug-eluting stent (des). The artery was opened down to 0% blockage. Patient suffered acute respiratory failure requiring intubation and ventilator support. Vasopressors were required to maintain his blood pressure. About 6-7 hours post intervention, he had an unexpected drop in his blood pressure. About the same time, the rn went to exchange the levophed IV bag out for a new one as it was nearing empty. The IV pump infusing the levophed started to alarm "cassette failure". Another IV pump was obtained, and they attempted to switch the medication to this pump and it too malfunctioned, stating battery will not charge. The patient proceeded to go into cardiac arrest. Pulseless electrical activity (pea) rhythm was noted, CPR and acls measures were implemented without return of function. After 20 minutes of acls, the patient died." Additional information from ufmw as follows: the original intended procedure was IV pump infusion should have been maintained during the new bag switch. Patient was unresponsive with pinpoint pupils on arrival to the hospital. Unknown how long he was down prior to medical interventions initiated. Additional information was received by the manufacturer indicating that the nurse retrieved a second pump and it also alarmed cassette failure. A third pump functioned correctly.

Manufacturer narrative:
Although the device is no longer available, pump cda logs are still being attempted to be returned for investigation. Additional/updated information can be found in b5 and d9.

Event description:
The initial emdr b5 originally stated: the IV pump infusing the levophed started to alarm "cassette failure". Another IV pump was obtained, and they attempted to switch the medication to this pump and it too malfunctioned, stating battery will not charge. To clarify this statement from the original b5, the pump that allegedly malfunctioned stating that the 'battery will not charge' was item number: 300100405 and was an unspecified serial number. The initial emdr b5 originally also stated: additional information was received by the manufacturer indicating that the nurse retrieved a second pump and it also alarmed cassette failure. To clarify this statement from the original b5, the additional pump that allegedly malfunctioned that also alarmed for cassette failure was item number: 300100405, serial number: (B)(6).

Manufacturer narrative:
The investigation began with a review of the device event logs. Two inconsistencies were identified in the customer reports: 1. The 2nd pump was stated (by the medwatch report) to have malfunctioned with ¿battery won¿t charge¿ vs (by the customer complaint) to have alarmed ¿cassette failure¿. 2. The medwatch report stated patient died after the 2nd pump failed vs the customer complaint stated a 3rd pump was used which operated correctly. The mednet event/alarm log (eal) reports were reviewed covering the month of (B)(6) for the pump¿s serial # (B)(6) & serial # (B)(6). ¿ pump (B)(6) infused on 10/17: I. ¿IV fluid¿ for 1 hour at about 2:20 pm (@ 500 ml/hr). This was completed normally. Ii. ¿IV fluid¿ for 13 min at about 8:30 pm (first @ 500 ml/hr then @ 999 ml/hr). This was stopped by the door being opened while pumping. Us-service quality pg. 2 (B)(6), 2023 iii. "Norepinephrine (16 mcg / 1 ml)¿ for 15 min at about 8:45 pm (at dose 2 mcg/kg/min = 705 ml/hr). This was stopped once by proximal air (after delivering only 7.5 ml) and was restarted after back-priming, and subsequently was manually stopped after delivering a total of 50.0 ml. ¿ pump (B)(6) infused on 10/17: I. ¿vasopressin (1 unit / 1 ml)¿ for 3 hours at about 6pm. This ran for 2 ¾ hrs at dose 0.030 units/min = 1.8 ml/hr, was titrated for 15 min to dose 0.040 units/min = 2.4 ml/hr, and was then stopped manually after total of 5.8 ml. ¿ both pumps were finally manually stopped within 4 seconds of each other @ 20:57:44 & 20:57:48, respectively. ¿ neither pump logged any alarms for ¿cassette failure¿ on 10/17. ¿ pump (B)(6) had been logging replace battery alarm warnings every day in use all month, including @ 5:49 pm immediately before the vasopressin infusion was started. ¿ nevertheless, the logs indicated the 3-hour vasopressin infusion (which was run while pump was plugged into ac main) delivered accurately as programmed. ¿ pump (B)(6) had been logging low battery alarm warnings every day in use since (B)(6), including on the 17th at about 5:30 pm. In this instance on the (B)(6), the pump was plugged back into ac main. Event log history review conclusion: although neither pump exhibited the reported ¿cassette failure¿ alarm nor the reported ¿battery won¿t charge¿ alarm, one pump (serial number (B)(6)) did alarm for ¿replace battery¿ which may have been what the nurse actually observed. Following that alarm, this pump was actually used and delivered vasopressin accurately for about 3 hours (until manually stopped). Both pumps delivered accurately and performed correctly as designed. The customer¿s reported complaint was not confirmed as a result of the event history log review. Engineering further evaluated that the site had been using a pump in need of battery replacement (per the alarms) for at least 17 days. While the pump operated correctly, ICU medical recommends a pump alarming for ¿replace battery¿ be returned to biomed for battery replacement. The customer¿s complaint of the device alarming with cassette valve test failure was not confirmed as a result of testing of the actual device. During investigation, it was identified that the front enclosure, rear enclosure, fluid shield, cassette door, proximal tubing guide, ac power cord and peripheral cover were damaged. During inspection, contamination was identified on the lcd display and keypad assemblies. The device powered on correctly and passed self-testing with no error alarms. The device was programmed to run a protocol under drug library no drug selected with a rate of 250 ml/hr, vtbi of 2000 ml for duration of 8 hours. The device was programmed for both a and b lines and to run concurrently. The device passed protocol with no error alarms. Therefore, the probable cause for customer's cassette test failure was not found. The device's battery was recharged for a minimum of 8 hours to run the battery operational checkout. The battery recharge start time was (B)(6) 2023 @ 6:00 pm and the recharge stop time was (B)(6) 2023 @ 7:00 am. The device's battery lasted approximately 4 hours and passed the battery operational check out. The device did not experience any significant power loss while running on battery power. The customer¿s complaint of the device battery not charging was not confirmed. Device charged the battery correctly. The probable cause was not found. D9 - date returned to mfg: 10jan2023.